Manufacturer narrative:
Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the main tube is broken, which caused the proximal clevis to become dislodged. There is a risk of a potential fragment. The probable root cause of the dislodged proximal clevis may be attributed to a broken main tube.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that an instrument tip shifted off its shaft and the cannula could not be removed from it. It had been removed from the universal surgical manipulator (usm) when the tse received the call. The tse advised the customer to take a picture of the problem to report it and to straighten or cut off the instrument to remove it from the cannula. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer confirmed the procedure and instrument. The instrument was inspected prior to use and there was no damage observed. The port incision was no increased. After removal, the distal shaft was cut off to remove from cannula. The procedure was completed with a backup instrument.